Event description:
It was reported that stent thrombosis occurred. A promus premier stent was implanted in an unknown lesion and an unspecified amount of time later acute stent thrombosis occurred. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had another unspecified diagnosis, which was a critical condition outside of coronaries, that could have had an effect on the stent thrombosis that occurred.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).